Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, wear abrasion. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Wear abrasion. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening.

Manufacturer narrative:
Corrected data: g.3 was inadvertently left blank. The correct date for g.3 is 6/9/2021.

Event description:
Healthcare professional reported, a right side rupture. Capsular contracture, baker grade IV and pain. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , h.6.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side rupture and pain.

Event description:
Healthcare professional reported a right side rupture and pain. Device remains implanted.